Event description:
Found during routine testing. According to the reporter, the device isn't charging the battery. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.